Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the pad of harhd36 was detached after three times activation while during a colectomy. There is no influences to the patient and the surgery was continuous with a new harhd36.

Manufacturer narrative:
(B)(4). Batch # r93103. The device was returned with the tissue pad damaged, melted, and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.